Event description:
The customer obtained a lower than expected vitros theo result on a single vitros performance verifier ii fluid on a vitros 5600 integrated system. Vitros pvii result of 15.83 vs. The expected result of 21.30 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were processed during the time frame the unexpected quality control results were obtained, however; there were no reported allegations of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined the assignable cause of this event was user error due to improper installation of the incubator wear pads while reinstalling the incubator rotor, which caused the incubator rotor to be misaligned and generate black dust. The misaligned rotor and subsequent black dust affected assay performance which was identified by unacceptable vitros theo quality control results. Incubator cleaning and proper reinstallation of the slide incubator rotor by the ocd fe has resolved the issue.